Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure on a three year old child, the 21gauge cannula would not fit through the incision. A 20gauge incision was made, the surgeon tried to insert a 21gauge cannula which would not fit. The incision was enlarged and the procedure completed. The patient did experience some iris prolapse through the wound. The iris was reinserted into the eye. The intraocular lens was implanted. There was no harm to the patient.

Manufacturer narrative:
No samples have been returned for the report of an irrigation cannula that would not go into the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because samples was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).